Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and noted no lead body damage. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during a routine pacemaker system implant, a right ventricular (rv) lead was accidentally cut in half with electrocautery and was attempted, but not implanted. Additionally, during implant of this right atrial (ra) lead, it was noted that the lead sustained lead body damage and the helix would not extend and retract appropriately. The ra lead was also attempted, but not implanted. The procedure was ended and another procedure was completed the following day. Another rv lead was attempted, however, sustained lead body damage and the helix would not extend and retract appropriately. The lead was attempted, but not implanted. Another ra and rv lead were successfully implanted. No additional adverse patient effects were reported.